Event description:
(B)(4) MDR - after an implantation duration of approx. 96 months it was reported, the ICD could not be interrogated anymore. The patient felt palpitations. The ICD was replaced.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed abrasion marks as well as a spot of molten titanium on the ICD housing. Abrasion marks on the edge of the ICD housing (left) and spot of molten titanium (right) inside the abrasion marks. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include - but are not limited to - a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. Therefore, a proximal insulation damage of the shock lead in the area of the pocket can not be excluded as the root-cause for the clinical observation. In the next step, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.